Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d354trg, implantable cardioverter defibrillator (ICD),  implanted: (B)(6); 5076-45, implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and died two years, nine months post implant of the implantable cardioverter defibrillator (ICD) system. It was further reported that a remote monitor transmission was received and noted a lead warning and non-sustained ventricular tachycardia (vt) had occurred. The clinic staff was unable to contact the patient and emergency medical services was called and found the patient ¿vital signs absent¿. Resuscitation efforts were unsuccessful. Episodes of lead noise were observed on the right ventricular lead. The death was classified as a cardiac death.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.